Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. Their trial started on (B)(6) 2025. It was reported that the patient was experiencing pain and worsening baseline symptom of non-obstructive urinary retention. Patient reported that their symptoms got worse and they felt so miserable that the device wasn't working. They said they didn't track their symptoms because it's not working. They said that there's also some pain but what they were more upset about was that they consistently leak like the urine was just running; they cannot feel anything even the urgency.